Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered suspended insulin delivery when customer's blood glucose (bg) was 306 mg/dl. Also, pump language setting changed. Customer corrected setting and continued to use pump for insulin therapy.